Event description:
It was reported that during a regular follow up, high voltage lead impedance out of range alert was observed. High voltage lead impedance was tested in-clinic and the results were normal. The device remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that alerts for high, out of range, high voltage lead impedance were observed. Measurements were performed and found within normal range. The patient alert for out of range hv lead impedance was programmed off. Patient condition was good.